Event description:
It was reported the pt experienced a shocking sensation over the generator.

Manufacturer narrative:
This report is being filed under exemption which covers a two yr time period from june 1, 2005 to may 30, 2007 for previously unreported medical device reports for medtronic gastrological and urological (mgu) product complaint reports. This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 11 unreported malfunction events for model 3116 and 4 unreported malfunction events for model 4351; all product code lnq). This total includes the event described in this report. (See the attached summary report for a listing of all events).